Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed, "no disposable, clamp tubing." The reservoir volume was 70, the rate was 2.4, and 36 was given. There was air in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.